Event description:
The manufacturer received information alleging of a thermal event to a dreamstation 2 advanced auto CPAP device. The user alleges he was cleaning the device with a damp cloth while plugged in, and the device emitted an odor. The user looked inside the device and saw smoke and a small flame. The flame went out once the device was unplugged. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer previously received information alleging of a thermal event to a dreamstation 2 advanced auto CPAP device. The user alleges he was cleaning the device with a damp cloth while plugged in, and the device emitted an odor. The user looked inside the device and saw smoke and a small flame. The flame went out once the device was unplugged. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that no sign of contamination on the outside of the device. The internal investigation observed that there sign of water ingress on the lcd panel as well as on the pca, corrosion on circuit board. Inspected on blower box and water tank, contamination were observed in air inlet port and water tank. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found e-15 (err_cycle_handler_overrun) reboot error and one instance of an e-20 (err_motor_spinup_flux_low) reboot errors. The manufacturer applied power to the device and verified airflow. The manufacturer concludes water ingress on lcd panel and circuit board , corrosion on circuit board and contamination in air inlet port and water tank. Section h6 type of investigation findings and investigation conclusions has been updated.